Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision reported by sales rep; right hip; reason for revision: painful articulation, severe metallosis, large fluid buildup. Dr. (B)(6) removed the parts listed below, and implanted a depuy ts ceramic 12-14 head 1365-28-720, and a stryker tripolar cup. Stem was not explanted-1570-12-165 lot# aj5ee1000.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 01/23/2015- litigation papers received. Litigation alleges pain, popping, impeded ability to walk, and elevated metal ion levels.the existing MDR decision has been reversed and the stem and sleeve been reported. The complaint was updated on: 02/03/2015.